Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-s1 with an vb replacement at l5/s1 and decompression on the left side with the use of bmp to treat spinal stenosis l3/4-l5/s1, ddd, disc herniation and back pain. Sponges were placed in peek cages (non mdt) at l5/s1 and l4/5 and sponges were also placed posterolaterally. Patient reports having pain 2 years post-op. No evidence of hardware loosening, solidified fusion at l4-s1; an MRI showed multilevel degenerative disc disease throughout lumbar spine as well as right sided hepatic cystic lesion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.